Manufacturer narrative:
It was being reported that the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "high pitched noise" from which the "screen got froze". A getinge field service engineer (fse) had evaluated the unit and upon inspection fse had powered on the unit in clinical application. Balloon pump was able to boot and complete self check without issues. No alarms or errors were being produced. Cycled the balloon pump on and off for several times to test for the stability. Balloon pump did not produce any errors. Than a getinge field service engineer (fse) had rebooted the unit in service diagnostics menu in order to check the fault table and error logs. Than the fse could able to verify the error code 118 which is "video wdt failed vas: video wdt" this is an error that originates in the video generator board. And according to the manual this is a communication error which is being caused by a time out condition. Than the fse had checked the integrity of the physical connections from the console to display the unit as recommended. It could not see any damage or loose connections. And the fse could not duplicate an error at the time of repair. Than he had powered the unit on to clinical application and tested the unit with balloon catheter for 6+ hours to test the integrity of the electronics. The balloon pump had did not produce any error during testing. Than the equipment had passed all the functional testing. There was a patient involvement but no harm reported.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit sounded high pitched noise, screen froze and then shut off . The staff swapped out units and proceeded with therapy successfully . There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.